Event description:
It was reported that the nursing staff opened the patella packaging and there was no patella in the sealed unit. It was reported that they then opened another 29 mm patella.

Manufacturer narrative:
The event was not confirmed as the inner box of the product was not returned for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because the inner box of the product was not returned for evaluation, so the event could not be confirmed. Return of the sealed inner box is needed to complete this investigation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the nursing staff opened the patella packaging and there was no patella in the sealed unit. It was reported that they then opened another 29mm patella.